Event description:
The patient underwent prophylactic generator replacement surgery. The explant facility is known not to return any explanted devices. No additional relevant information has been received to date.

Event description:
It was reported that the patient is in the hospital due to seizures that were noted to be more frequent and severe than normal. The physician requested that the therapeutic consultant come to check the vns to see if it is functioning properly. No additional relevant information has been received to date.